Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket erosion and pain. The leads were explanted and replaced. The implantable pulse generator (ipg) was revised and remains in use. No further patient complications have been reported as a result of this event.